Event description:
It was reported that patient arrived as an emergency due to a mobile implant-supported tooth. X-ray shows a fracture of the screw inside the implant, causing loosening of the abutment (screw-retained crown). The screw was removed. Tooth location #36 the procedure was completed .the abutment is damaged and needs to be remade. The screw placed on (B)(6) 2021 and removed on (B)(6) 2026. Patient suffered from pain and inflammation

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d1: brand name, d4: additional device information, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite hexed screw), for evaluation. Visual evaluation was performed; a fracture has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [iunihg] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.